Manufacturer narrative:
(B)(4). The patient reported the date of the hernia onset was the same day as hospitalization for the event; however,the nurse reported the umbilical hernia occurred on an unspecified date ¿a couple of months ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was reported the patient was hospitalized for the event eleven days prior to receipt of this report. Treatment for the event was unknown. The patient was discharged approximately fourteen days after admission. At the time of this report the patient was recovering from this hernia event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.